Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of worsening mitral regurgitation (mr), leaflet tear, cardiogenic shock and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Additionally, an abbott vascular senior medical advisor reviewed the event as follows: the clip may have caused damage to the leaflet during grasping and could not be implanted despite six total grasping attempts; this can be attributed to the leaflet pathology and not a device issue. The mr remained at the baseline level of 3 and the patient died the next day due to cardiogenic shock, which was a result of underlying disease and not a device issue. Based on the information reviewed, the reported patient effect of leaflet tear appears to be related to procedural conditions due to grasping attempts and the reported unchanged mr was likely a secondary effect of the leaflet tear. The cardiogenic shock and subsequent patient death were related to the patients underlying disease. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the patient death and suspected leaflet damage. It was reported that the first mitraclip was deployed reducing the mitral regurgitation (mr) grade from 3 to 2. A second mitraclip was inserted to further reduce the mr. After the first grasp with the second clip, the mr increased to grade 3. It is suspected that the mitral valve leaflet became damaged. Approximately five more attempts to grasp the leaflet were made, but the mr was unable to be reduced further. The second mitraclip was removed from the anatomy, undeployed. The procedure was completed. The post procedure mr was grade 3. The patient was stable and was extubated in the catheterization lab. The patient expired the next day due to cardiogenic shock. No additional information was provided.